Manufacturer narrative:
Alleged failure: control locked. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be eprom failure or incorrect programming. Communication error between the probe and the console. Power output variation, the wrong default setting. Open circuit, possibly due to loose electrical connection. Probe short, button stuck on firing position, fluid ingress, suction tube cut. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.